Event description:
It was reported that during a gastrectomy procedure, the first device was locked out. The other device had a double feeding issue. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/03/2009. Malformed clips. Eval summary: the analysis result found that the el5ml device (a) was received in good visual condition. The device was tested for functionality and it fired two double feed. In addition the orange indicator did not show up completely. While no conclusion could be reached as to what have caused the double feed issue, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the el5ml device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips with manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b add'l info: batch # e9fp9y, expiration date: 10/2012. MFR date: 11/2008.